Manufacturer narrative:
Although the customer mentioned the pink slide insert was not visible, the device was returned with the pink slide insert in the viewing window as expected. The returned device was deployed and deactivated by the patient. Data extracted from the device showed no timeouts or drive stalls. Device ran for 56 pulses. Although no problem was noted, the reported event could not be determined. The exposed portion of the soft cannula was found to have been damaged. A section of the cannula was found missing, including the distal tip. Liquid was not able to pass through fluid path successfully due to the distal tip of the cannula being missing. It is unclear when and how the damage occurred.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. Patient also stated the cannula looked bent after they looked at it.